Event description:
It was reported that during a sleeve gastrectomy procedure, the hand piece jammed and failed to open. The manual release level activated without improvement. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.